Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 600mg/dl on (B)(6) 2017 with blood glucose of 605mg/dl. The customer experienced symptoms such as nausea and chest pain. Insulin pump will not be return for analysis.